Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient presented to the emergency department with chest pain. An echocardiogram confirmed the presence of a pericardial effusion. The patient was admitted and high right atrial (ra) lead thresholds were noted. After a pericardiocentesis was performed and fluid reaccumulated it was revealed that the lead helix had micro perforated the right atrial tissue. The patient underwent an emergency sternotomy where the perforation was repaired, and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.